Event description:
Implant date: 05/18/1993. Patient complained of pain. Post operative x-ray report on 04/28/1997 states that "the lower screw is in the l4-5 disc space". Not reported to have been explanted.